Manufacturer narrative:
Reference MFR report #2916596-2016-00682 for the report of the patient's previous admission for gastrointestinal bleeding. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient observed increased pump power and estimated pump flow values displayed on their system controller. The patient was admitted on (B)(6) 2016 and a head computed tomography (CT) scan was performed to rule out stroke. CT scan results were not provided. It was reported that the patient was asymptomatic. The patient had recently experienced gastrointestinal (gi) bleeding at which time the patient's inr goal was changed to 1.8-2.2. The patient was released after a 23 hour period of observation. The center suspected that the changes in pump parameters had been due to a clot in the pump. The patient's inr goal was changed back to 2.0-3.0. No further issues were reported.

Manufacturer narrative:
The pump remains in use supporting the patient. The report of pump power elevations could not be confirmed. Review of the submitted system controller log file showed approximately 31 days of data. The majority of the captured events were routine power source exchanges. Pump power was captured in the 6.4-8.8w range with the pump operating at 9400rpm. Pump power was between 6.4w and 7.4w on the event date. No atypical alarms were captured and the pump remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.